Manufacturer narrative:
S/w version 4.11j. Retainer ring = black. Pump case = ngp. Customer returned pump for alleged pump error 68 and unresponsive keypad found on 19-dec-2022. The pump passed the displacement test, , active current test, sleep current test, and self test, and p-cap locks properly into the reservoir compartment. Unable to perform drive system tests due to pump being opened prematurely. All buttons were tested individually for their functionality; repowered pump and no pump error 68 was present. Moisture damage was found on the j1 connector on pcba 1. Successfully downloaded history files and traces using thus. Pump error 68 was present in history files/traces on 12/18/2022 22:07:52.000, 12/18/2022 21:59:00.000, and 12/18/2022 21:49:10.000. Power management graph was within specification. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, and label damage (peeling). Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. Pump error 68 was not confirmed during testing. Keypad anomaly was not confirmed however moisture damage on the keypad flex connector was found. No high bg anomalies noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the buttons were not responding and there was pump error 68 . Trace pointers were invalid on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer stated that there was no response from any button. And the issue was not resolved. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.